Event description:
It was reported that during a da vinci s nissen fundoplication procedure, a "blade" of the harmonic curved shears instrument broke and fell into the patient. The "blade" was retrieved and the planned procedure was completed without significant delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted. There are no components in the harmonic curved shears instrument or inserts that meet the definition of "medical sharps". Per the customer reported complaint, it has been concluded that the "blade" referenced by the customer is actually the clamp arm of the harmonic curved shears insert.